Manufacturer narrative:
Result: docker cable.

Event description:
It was reported by service report that bed exit was not functioning due to having a wrong docker cable. No adverse consequences have been reported.